Manufacturer narrative:
Conclusion: vessel perforation is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The info in this report was collected during the review of stroke cases for a penumbra (B)(4) study. The info available regarding this event is limited to the procedural reports provided by the hospital.

Event description:
The physician used a penumbra system reperfusion catheter 032 "to attempt to restore flow in the anterior and posterior division branches of the left middle cerebral artery m2 branches, but there is a perforation involving the reperfusion catheter and fathom wire in the posterior division m2 branch which was initially opened by this system, but then reoccluded. Immediate post-CT scan showed left basal ganglia hemorrhage and diffuse subarachnoid hemorrhage." The pt developed a large hemorrhage and died. The physician stated that the event is definitely related to the penumbra device and definitely related to the procedure. The hospital provided info that the pt was discharged to hospice, and that the date of death is unk.